Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during evaluation. The cause was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the main batteries and battery harness were replaced. This issue is being investigated through CAPA. The user interface module software version of this pump is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a damaged battery alarm. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.